Manufacturer narrative:
On (B)(6) 2017, arjohuntleigh was received a customer complaint phone from (B)(6) support services related v4 ceiling lift. It was reported that while lowering the resident, the device strap unwinded unexpectedly a few times. As a result, the resident was suddenly dropped. No injury occurred. No medical intervention nor hospitalization was required. On 29th sep 2017, customer facility confirmed that unexpected unwinding of the v4 ceiling lift strap occurred two times with the same device (the specific dates were not divulged) so each occurrence was reported as a separate submission under manufacturer report number: 9681684-2017-00078 and manufacturer report number: 9681684-2017-00079. To collect more information about alleged incidents, we (arjohuntleigh) contacted with the initial reporter again. It allowed to clarify that the incidents occurred while lowering the resident over their wheelchair. The resident fell from the height less than 6 inches. After the reported complaint, the repair of the device was performed by 3rd part company, not arjohuntleigh service technicians. Following information received from the customer facility, the transmission box component responsible for up/ down movement of the lift strap was found to be damage and replaced. After the repair the device was moved through final functional test which did not reveal any other malfunction. The device was working according to the manufacturer's specification and was released for further customer use. It needs to be emphasized that the length of the release of the lifting strap is very limited. In case failure of the transmission box during patient transfer, the automatic emergency brake would engage and will stop a strap from unwinding. Therefore the fall of the spreader bar will be automatically stopped by the safety feature incorporated into the device. Based on the review of previous complaints, we (arjohuntleigh) were able to conclude that reported situation (unexpected and unstopped unwinding of the ceiling lift strap) is likely to occur only when the mechanical emergency brake (element of the transmission box) is not working correctly. The summary of the repair work conducted by 3 party company, did not specify whether the emergency brake was faulty. To ensure that the equipment remains within its original manufacturing specifications, the inspection of the lift should be performed in recommended intervals. For example, according to v4 ceiling device instruction for use (001.14000.en rev. 8), the qualified technician should yearly: "verify that the emergency brake on the drum is turning freely." "Verify the emergency brake." When reviewing reportable complaints related to v4 and similar ceiling lifts registered during last 5 year, we have found a limited number of reportable complaints related to the similar issue. The occurrence rate observed for this failure mode is currently considered to be very low. Sum up, while the incident occurred the device was being used for transfer the patient. The transmission box required replacement and from that perspective, the system was not up to manufacturer's specification. Complaint decided to be reportable based on the potential of serious injury if the incident would to re-occur.

Event description:
On (B)(6) 2017, arjohuntleigh was received a customer complaint phone from (B)(6) support services related v4 ceiling lift. It was reported that while lowering the resident, the device strap unwinded unexpectedly a few times. As a result, the resident was suddenly dropped. No injury occurred. No medical intervention nor hospitalization was required. On 29th sep 2017, customer facility confirmed that unexpected unwinding of the v4 ceiling lift strap occurred two times with the same device (the specific dates were not divulged) so each occurrence was reported as a separate submission under manufacturer report number: 9681684-2017-00078 and manufacturer report number: 9681684-2017-00079.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
Arjohuntleigh received the customer complaint related to ceiling lift device - v4. While lowering the resident over their chair, the device strap was reported to unwind unexpectedly. In result, the resident was suddenly dropped onto the wheelchair from height about 6 inch. No injury was reported.